Manufacturer narrative:
The customer did not provide the device serial number.

Event description:
It was reported to philips that the device's red led on the paddles stays on. There was no reported patient involvement.